Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message; the device did vibrate and provide an acoustic alarm. No adverse event was reported. The infusion device was requested to be returned for product evaluation